Event description:
Surgical technician noted that the surgical caps, "bouffont caps" were a much darker color than usual when the was box opened. The technician noted that the left side of her hairline was red "like a burn." She was sent to employee health for follow up.